Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that a power on reset (por) was seen and therapy had stopped. It was suspected that the ins was in an overdischarged state. The patient had been having trouble charging and the rep did not know the por code. The ins was still discharged. The rep planned to meet with the patient and clear the por. It was reviewed that the patient should not use the patient programmer until the por was cleared. It was further reported that a 375 code was seen on the recharger. Patient was issued a new antenna. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was able to charge fine and everything was working well. There were no reported complications and no further complications were expected.